Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #610375. According to the available information the implanted aris mesh was explanted due to infection. The information received indicated that there was a total removal due to infected tape. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. However, as no lot number was provided, a review of the complaint history database, non-conformances and capas could not be completed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Patient device interaction problem; infected tape - total removal aris.